Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open sore under the electrode of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse applied a cream and placed a bandage over the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.